Event description:
Info received indicates the head hi/low function is slowly drifting down.

Manufacturer narrative:
The technician found the head hi/low down valve was sticking due to contamination in the hydraulic fluid. The technician replaced the valve to repair the bed.